Event description:
It was reported that (1) device was used during a low bowel resection. It was reported by the affiliate that the tx30g was fired and cut but no staples were released. When the instument was opened, the tissue went back into the abdomen and it took a long time for the surgeon to locate where the instrument had been placed. It was a difficult deep position and took time to locate and over-sew with sutures. The procedure was extended 45 minutes. After completion of the case, the nurse tried once more to fire the instrument and no staples were released.